Event description:
It was reported that patient presented to clinic with non-sustained lead noise episodes. Upon investigation, the device was incorrectly diagnosing non-sustained vt as lead noise. The device was reprogrammed and patient condition was fine after the procedure. No further issues were reported. Patient will be monitored.